Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2022. Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-70. Serial number: (B)(6). Batch/lot number: 7027024. Model/catalog description: artisan MRI paddle lead 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients lead had high impedances. The patient underwent an explant procedure and was doing well postoperatively. The explanted lead was discarded per hospital policy.

Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media inspection confirmed that there was high impedance device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients lead had high impedances. The patient underwent an explant procedure and was doing well postoperatively. The explanted lead was discarded per hospital policy.